Event description:
It was reported that the lead was explanted due to dislodgement. High threshold and impedance were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.